Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Additional codes: hrs. Device history records review was conducted. The report indicates that the: manufacturing location: manufacturing site: (B)(4); supplier:(B)(4); manufacturing date: 01 july 2016; expiry date: 01. June 2026. Device was first manufactured unsterile under the lot l038529 in (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 204.855 with lot l038529 were reviewed: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The review has shown that this screw was manufacturing location: (B)(4); release to bp55 : 27-may-2016 part #: 204.055.999, lot#: h109346 (non-sterile) 3.6mm screw blank 55mm 0.35 cortex screw w/2.5 hex. Quantities 960. Components were reviewed: part 11139 bp80 lot: h062023. Lot was provided by supplier (B)(4). Certificate of tests provided by carpenter meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Made out of blank 204.055.999 with lot h109346, an additional DHR review task will be opened for this blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery when the staff was using a cortex screw the thread of the screw came away from the body of the screw. There was no patient harm and the surgery was not delayed. No fragments were generated as all damaged parts were attached to the screw. They used a new screw and completed the surgery. The procedure was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation and product investigation were completed: the evaluation has shown that the thread flanks at the forefront of the screw are damaged and have a slight burr. A device history record (DHR) review was performed for the lot with the screw in question; no abnormalities or deviations were detected, which could lead to the complaint failure. All relevant dimensions were measured (thread core diameter, thread outer diameter, thread profile), and have fulfilled the specifications according to the relevant drawing. The raw material certificate was checked and it was found that all used raw material fulfilled the specifications. All the checked features were inspected during the manufacturing process. Based on the investigation no deviations were found for the implant screw in question. This screw has fulfilled all specifications according to the drawing. The screw in question was dimensional checked as well as its material certificate is according to specifications and no issues were found caused by the manufacturing process. The complaint condition is confirmed as parts of the thread came away from the screw. However, from the manufacturing point of view this complaint is rated as not valid and not confirmed. The screw was manufactured according to the specification. Based on these findings a manufacturing related issue can be excluded. Based on the provided information we are not able to determine the exact cause of this occurrence. It is likely that an excessive metallic contact, for example with a plate, caused the damage of the thread flanks. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional codes: hrs, jds. Hospital contact title is (B)(6). Hospital did not report to FDA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.